Event description:
The customer reported that cuff leak detection procedure was performed prior to use. About three hours after insertion, the pt's family member found many air bubbles in pt's oral cavity. The nurse replaced the tube immediately.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.